Manufacturer narrative:
Method: the device was received for an evaluation an investigation. A review of the device history records (DHR) was conducted for the lot number reported. Results: at this time, the evaluation is still in progress. Results will be provided once completed. Conclusions: based on the reported information the model used was a p400x5. It was reported that the pump was filled to 50ml's. I-flow does not have an established run time for a 400ml pump that is underfill to 50ml's except that underfilling the pump increases the flow rate. The investigation is still in progress and a follow-up report will be filed when the investigation has been completed. Information from this incident will be included in out product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.

Event description:
Fill volume: 50 ml. Flow rate: 5 ml/hr. Procedure: c-section. Cathplace: abdomen. Date of surgery: (B)(6) 2014. (As initially reported) clinical specialist reported that the pharmacy filled a p400x5 pump to 50ml's of 0.5% bupivacaine. The pump was used on a patient. The patient did not suffer any adverse reaction. The incident happened on (B)(6) 2014 around 16:30. Updated information received (B)(4) 2014: it was reported that the surgeon spoke to the clinical specialist and mentioned that the pump was filled at 09:46am. By the pharmacy for patient use, for a c-section. The surgery was on (B)(6) 2014. The order was written for 50ml of 0.5% bupivacaine. The pump started between the time of 10:00am-10:20am. At about 18:00 the pump was empty. It was reported that the patient is doing well.